Event description:
A male was admitted from a skilled nursing facility in 2008 secondary to pneumonia. Pt has a stage ii pressure ulcer and was placed on a kci kinair med surg bed for prevention of further skin breakdown. Pt was also in restraints secondary to pulling at lines. Pt was found with his head entrapped in the right shoulder side rail. Side rail had to be sawed in two to remove the pt. Minor superficial abrasion was the only injury to the pt.